Event description:
Pt, who is using protaphane (long-acting human insulin), novorapid (insulin aspart), novorapid flexpen (insulin aspart) and novopen 3 (insulin delivery device) due to diabetes mellitus, experienced hypoglycaemic coma in 2004 and was hospitalized. The outcome of the event was not reported. The pt had another event of hypoglycaemic coma twelve days earlier and was hospitalized for three days (caso no. 241479), but the insulin delivery device was not involved in that event.